Event description:
On january 9, 1992, patient was admitted to 4d for chemotherapy. At 1:45pm her v.a.d. Was accessed with a 20 gauge 1" huber needle. She complained of pain at the insertion site and severe pain and pressure where flushed with normal saline. The needle was removed and a new 20 gauge 1" huber needle was inserted for fluroscopy studies. At 3:00pm the patient had limited thoracic spine x-rays which were followed by a chest x-ray and showed a fractured catheter extending in the region of the right femoral vein. On january 10, 1992, the fractured v.a.d. Was removed and another v.a.d. Inserted in surgery by drinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: component failure, telemetry failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.